Manufacturer narrative:
Investigation results indicate that issues identified with the concomitant attachment (5407120950 s/n;(B)(4)) potentially caused the bur to break. Upon disassembly, the internal components of the attachment were corroded. The attachment front bearings overheated and did not support the bur sufficiently. The major shank of the bur experienced excessive heat and wear causing the bur to break. The quality investigation is complete.

Event description:
It was reported that during a anterior cervical discectomy and fusion surgical procedure, the bur wobbled and broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a anterior cervical discectomy and fusion surgical procedure, the bur wobbled and broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.